Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.

Event description:
The customer's sister stated that the customer passed away, due to heart failure. The customer was found unconscious and was wearing the insulin pump. The customer also had elevated blood glucose levels. The sister agreed to return the insulin pump for analysis.